Event description:
It was reported that after pre-dilatation, two xience v stents were implanted in the left anterior descending artery. Post procedure, aspirin, clopidogrel, olmetec and omeprazole were continuously administered. There was no anomaly observed on electrocardiogram and no chest pain. One week post procedure, the patient died. Autopsy was not performed; however, per physician, the cause of death is atrial fibrillation. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The 3.0 x 28 mm xience v (part 1009541-28, lot 0030841) is being filed under a separate MFR #. Evaluation summary: there was no reported product deficiency. Atrial fibrillation/arrhythmia and death are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the xience v stent was implanted to treat a 40 mm long lesion. It should be noted that the xience v IFU states that: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. It cannot be determined whether the IFU deviation contributed to the reported patient effects.